Event description:
Patient reported left side radial elastomer folds, "intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma", "testing for lymphoma", and capsular contracture baker grade unknown. Device remains implanted

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and granuloma.

Event description:
Patient reported, left side radial elastomer folds. "Intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma". ¿chronic inflammatory process¿, periprosthetic fluid. And capsular contracture, baker grade iii. The device remains implanted.

Event description:
Patient reported left side radial elastomer folds, "intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma", ¿chronic inflammatory process¿, periprosthetic fluid and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24jun2024.

Event description:
Patient reported left side radial elastomer folds, "intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma", ¿chronic inflammatory process¿, periprosthetic fluid and capsular contracture, baker grade iii. The device remains implanted.